Event description:
During a procedure the anesthesiologist reported that the ventilator bellows was "shuddering" on the down cycle. These ventilator assemblies were all replaced in the fall of 2005 and we have experienced several failures since that time. The manufacturer's service representative sent a refurbished assembly. Biomed replaced the ventilator assembly and returned the defective assembly to the service representative for evaluation.